Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity. The patient¿s medical history included intractable spasticity. It was reported that the physician was performing an unrelated spinal fusion surgery. The physician was using monopolar cautery and the cautery device cut through the patient¿s catheter in two places. No diagnostics or troubleshooting was performed. The actions and interventions taken to resolve the issue was catheter connectors were used to reconnect the catheter pieces. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.